Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. Based on the history files, the reported error pattern was not comprehensible. No complaint is known, where the pump deleted its therapy data itself. According to the history log files, the therapy data were deleted by manual settings of the customer. Following the perfusor space was subjected to a visual and functional examination. The pump was clean and showed no damages. The cover caps at the screw domes as well as the sealing at the bottom housing were missing. The device passed the start-up test successfully. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times. All measured values are within our specification. No faulty delivery accuracy was detected. Inside no damages were discovered. Summing up all tests, the perfusor space operated within our specification.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland): lost settings